Event description:
Caller reported an issue with the pump time being incorrect, with a discrepancy between displayed and actual time exceeding five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring the situation, suggesting a follow-up if the discrepancy recurred, which the caller understood and acknowledged.